Manufacturer narrative:
Requested info indicated by "unk" was either not supplied or not known by the contact even after multiple attempts. This follow-up MDR was mailed to the FDA on: 07/08/1997. Evaluation summary: evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs.

Event description:
The pt was relatively stable post bypass surgery. Five minutes post protamine administration, the pt became hypotensive and an iab was placed via the right femoral artery. When the balloon was hooked up to the console, blood exited the gas port. The balloon catheter was removed and a second was inserted. On 1/29/97, co received the mandatory medwatch form from the distributor. Event complications: none from the event-reported 1/27/97. Pt's current status: unk-rpt'd 1/27/97.